Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital, during device interrogation, the left ventricular lead exhibited loss of capture in the three vectors. The lead has not been working for some times. Programming change was made to inactive the lead. The patient's cardiologist indicated something "funny going on" with the device. However, the covering cardiologist only noted loss of capture and did not indicate any issues with device. The patient was stable.